Event description:
It was reported that 2 bd¿ insulin syringes would not draw up insulin during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes that would not draw up insulin".

Manufacturer narrative:
H6: investigation summary: customer returned (2) 0.3ml insulin syringes from lot# 0125322. Consumer reported found 2 syringes that would not draw up insulin. Both returned samples were examined, then tested for flow: both syringes were unable to draw properly. A wire test was then performed on these 2 samples: the wire was able to pass through the cannula of both syringes, and it was observed that a small, clear residue was at the tip of the wire after being through both cannulas. Under the microscope the residue from both cannula was identified as residual silicone from the manufacturing process. The dislodged residue could not be extracted from either sample. After performing the wire test both syringes were able to draw and expel properly. A review of the device history record was completed for batch# 0125322. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (clog). H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ insulin syringes would not draw up insulin during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes that would not draw up insulin"